Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had failed. A field service engineer found that drawer 6 in the main unit was not opening in the application. The fse rebooted the system, but it didn¿t resolve the issue, so fse replaced the drawer module printed circuit board (pcb) and verified its operation using the hardware test application (hta). Additionally, the fse found a cubie failure, which was caused by medication blocking the lid. The fse cleared the blockage and recovered the failed cubie pockets. The system worked as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user experienced a drawer failure. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.